Event description:
The dentist reported an abutment screw broke. The implant remains.

Manufacturer narrative:
The abutment was received. A low profile titanium screw was fractured and a portion was stuck inside the abutment. The abutment had normal wear damage on its collar and on the conical dome. It was not possible to remove the stuck screw from the abutment. Visual inspection in comparison to the drawing was consistent with the design of the abutment. The titanium screw also had some evidence of wear damage on its threads, and on the base of the screw. The internal hex of the screw had physical damage as well. The device history record review for the abutment was performed and did not identify any non-conformances. A definitive root cause has not been determined. (B)(4).